Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. Several printed circuit boards (pcbs) were checked and replaced, but the issue was not resolved. To address the issue, the whole ventilator base unit was returned to manufacturer for troubleshooting and factory repair. During the investigation and factory repair of the returned base unit, it was found that the device had a communication failure caused by the inspiratory channel pcb, which was subsequently replaced. After replacement, the communication failure was resolved, but other errors were also observed with the device. The device could not operate on mains voltage, and it was found that the pre-use check failed the internal test. Further assessment revealed that the ac/dc converter pcb was the cause of the mains voltage failure, and the turbine module was the cause of the failed internal test during the pre-use check. After replacing all the mentioned parts, the device passed all functional, safety, and calibration tests. The cause of the turbine module failure was investigated more in-depth. The turbine module was placed into a reference ventilator for simulated use testing. During this testing, the internal test again failed the pre-use check. During standby, the device started to generate technical error codes referring to temperature, inspiratory flowmeter, and humidity sensor errors. To further assess the turbine module, the pcb inside was replaced with a reference pcb to determine if the failed internal test was caused by the electronics on the pcb. After replacing the pcb with a reference, the problem with the failed internal test was resolved. Although it was not possible to determine the exact cause of the failure in the pcb, it is most likely due to a random component failure. Our conclusion is that the device failed to meet its specifications, and the reported issue was confirmed. Further inspection and repair of the device revealed several different failures, which were most likely caused by a defective inspiratory channel pcb, a defective ac/dc converter pcb, and finally, a defective turbine module due to a random component failure on the turbine module pcb.

Event description:
It was reported that the ventilator's turbine was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).